Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to inspect and clean the pump, ensuring all parts were in place and undamaged. After following guidance to reload the cartridge, the issue was resolved and insulin delivery was resumed successfully.